Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor probe disconnected. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
It was reported by the user facility the cable was detected as the problem. The user facility will not be returning the suspect part.